Event description:
A system error (se) 2367 alarm was identified in the log of a returned homechoice device. The system error occurred on (B)(6) 2011 at 06:57. It is unknown if this alarm occurred during patient therapy; however, no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. The root cause was undetermined. Baxter has found that similar reports have been received for the reported problem.